Manufacturer narrative:
It is confirmed that the file is not reportable after investigation.

Event description:
The customer reported that exposed wiring on power cords has been found during fleet assessments, and requested a cad investigation for a failure rate which was higher than expected with this part. There was no report of patient involvement.

Manufacturer narrative:
The customer complaint that exposed wiring on a pcu power cord was confirmed during inspection of the returned pcu device. Inspection of the pcu power cord confirmed that the sheath (wire jacket) pulled apart from the female connector exposing insulated wire conductors, no bare uninsulated conductors were found. The returned power cord was noted to be approximately 4 years old. Testing confirmed when the customers pcu device was plugged into a/c power the associated power indicator did not illuminate. An ohms test using a fluke digital multimeter confirmed the black (hot) wire within the customers power cord demonstrated continuity interruptions. This would lead to a loss of a/c power causing the alaris system to switch to battery power. No issues were found with the other two wire conductors. The customers power cord was closely examined and no obvious signs of adhesive residue was observed on the power cord sheath. This adhesive is required to bind the power cord sheath to the connector plug. Scar # (B)(4) was opened on (B)(6) 2017 to address associated issues related to damage noted on pcu power cords. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was no report of patient involvement.

Event description:
The customer reported that exposed wiring on power cords has been found during fleet assessments, and requested a cad investigation for a failure rate which was higher than expected with this part. There was no report of patient involvement.